Event description:
It was reported that the patient presented via merlin.net transmissions for an alert for the cardiac resynchronization therapy defibrillator that went into backup. The patient presented in the emergency room for device interrogation. The patient was symptomatic but it was unknown if the symptoms were due to the back-up operation. A device firmware download was performed successfully. The patient would continue to be monitored.